Manufacturer narrative:
(B)(4). Customer returned a noncompliant product; unable to confirm complaint. Most likely underlying root cause of malfunction: user's test strip had a poor storage(purse) or user had high glucose value. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; unable to talk to customer during the initial phone call, customer stated that get hypoglycemia symptoms regularly, customer take action eating food that raise the glucose levels. Customer did not seek medical attention. Customer stated the self-blood glucose monitoring device is working properly, however, customer was advice by a pharmacist to return the product. Manufacturer replaced with a new device for continue customer satisfaction.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 25 mg/dl. The customer's expected non-fasting blood glucose test result range is 40-80mg/dl. The customer feels tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 65mg/dl (B)(6) 2016 n/a, fasting: no. A 94mg/dl (B)(6) 2016 n/a, fasting: no. A 87mg/dl (B)(6) 2016 10:49 pm, fasting: no. A 66mg/dl (B)(6) 2016 03:21 pm, fasting: no. A 25mg/dl (B)(6) 2016 12:25 pm, fasting: no. Memory concerns:25mg/dl. Customer called in stating that on (B)(6) 2016 had received a reading of 25 mg/dl (non-fasting) with symptoms of hypoglycemia (confused, sweaty, "clammy", repetitive actions) and shortly afterwards passed out due to low blood glucose levels. Customer's daughter arrived shortly after and found customer unconscious, daughter placed pure sugar in customer's mouth and in a few minutes customer was conscious once again. Customer then ran another blood glucose test and daughter reads 66mg/dl (non-fasting) and felt much better after receiving the pure sugar in the mouth. Customer states did not need to seek any medical attention afterwards, as customer felt much better when daughter came and placed sugar in customer's mouth and received the result of 66mg/dl (non-fasting). Customer does not believe the meter misread but was told by her pharmacist at (B)(4) that customer should call us to see about receiving a new meter and strips due to this experience. Customer states never tests the blood glucose levels while fasting, customer believes it is a waste of test strips since customer knows that suffers from very low glucose levels and needs to eat something right away; customer then runs the blood glucose test and confirms if needs to keep eating more in order to keep raising the glucose levels or stop at that point. Informed customer of the importance of testing while fasting, as well, but customer still believes it is a waste of test strips since she only receives a certain amount of strips monthly and needs to test her glucose levels multiple times per day customer states that also suffers from anxiety and when feels sweatiness, confusion, and anxiety, customer immediately runs the blood glucose test to confirm if it is her anxiety issues or her blood glucose issues and will take her medications accordingly. Customer has had no recent changes in diet or exercise. Customer states she stores her supplies in her purse at all times, just in case she begins to feel her symptoms of hypoglycemia but insists it is kept at room temperature at all times; instructed customer on proper storage technique. Customer did not have any more test strips available at this time in order to run back-to-back blood tests or control tests.